Event description:
Customer received result of 16.5 mmol/l on the mobile system and result of 2.3 mmol/l on the compact plus system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with grape sugar and juice. Customer tested 2.7 mmol/l on the compact plus system following treatment. All reported results were obtained within 10 minutes. On a different date customer received result of 10.3 mmol/l on the mobile system and result of 5.7 mmol/l on the compact plus system within 10 minutes. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the compact plus system. Other: na.